Event description:
It was reported that the preloaded monofocal intraocular lens (iol), unknown model dcb00, was defective. After placement, the lens had to be cut and removed from the eye and a new lens was implanted. No additional information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6 : unknown, information was requested but not provided. Section d4: catalog number: the complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown; information was requested but not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: not applicable, as the lens was inserted and removed in the same procedure. Section d6b: not applicable, as the lens was inserted and removed in the same procedure. Section e1: (email address): unknown/ not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as product serial number was not provided. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.